Manufacturer narrative:
The unit alarmed motor error during basic occlusion test due to slightly loose motor support disk. Unable to perform prime, compromised force sensor test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip and battery tube threads, minor scratches on display window, and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 9.9 mmol/l. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.